Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in an approximately (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in (B)(6)2010, the patient developed peritonitis. The cause of the peritonitis was not reported. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed which was positive for candida. Treatment information was unknown. On an unreported date in (B)(6)2010, pd therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6)2010, the patient was discharged from the hospital. At the time of reporting, the patient was recovering at home from the peritonitis. Per the nurse, the peritonitis with culture positive for candida was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices were received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device b batch g9k37k.

Event description:
It was reported that during a miles procedure, the blade of the first device was broken off after it was used for a while. The blade of the second device was broken off during the system check. The operation was open surgery and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient - the blade tips were no left inside the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.